Event description:
New information from the clinic notes the device had reached the elective replacement indicator (eri) and was scheduled for routine replacement when it suddenly went into backup vvi. It seemed the battery was used a lot during that short time to eri and the patient had to have a replacement right away. The replacement was successful, and the patient was doing well.

Manufacturer narrative:
The reported event of backup operation could not be confirmed as the device was unable to communicate upon receipt. Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was noted that the implantable cardioverter defibrillator (ICD) was explanted due to a programming issue whereby backup vvi was observed. The ICD was implanted for over seven years, and it is unknown whether the observation was due to normal end of life (eol) or if a malfunction was observed. Further information was requested but was not received.